Event description:
A pharmacy reported that a customer had a sudden-onset allergic reaction to hollister's in view male external catheter which consisted of severe penile dermatitis. It was reported that the customer had recently been prescribed steroids by his general practitioner. The pharmacy reported that the customer indicated that the allergy to the in view catheters have since improved and the customer is once again using his usual in view catheters.

Manufacturer narrative:
Trend data reviewed and no adverse trends observed. There were no other complaints on this lot and sku reported. The root cause of the reported penile dermatitis is not known and the customer is reported to be using the catheters again without a problem.